Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been emitting beep tones. It was determined that the device had declared elective replacement indicator (eri) approximately 2 years ago. The current monitor voltage was reported to be 2.58 volts with a charge time of 15.9 seconds. There was a discrepancy in the values as they were greater then eri. The patient was having breast cancer surgery and they planned to replace the device shortly after that. No adverse patient effects have been reported and this product is not listed on any current product advisories.